Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682982. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with middle cerebral artery (mca) stenosis underwent a vascular stent placement procedure; during the procedure, the complaint device, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 7682982) was impeded in the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31028209) and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy for inspection, and no kink was observed on the microcatheter. The physician made another attempt to use the enterprise stent and the prowler select plus microcatheter again, but still encountered resistance. The physician switched to new devices to complete the procedure. There was no report of any negative impact to the patient. On 22-aug-2023, additional information was received. The information indicated that the patient is a 59-year-old male. A continuous flush had been maintained through the microcatheter. Prior to the reported issue with the stent, no other device went through the microcatheter. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged; nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another prowler select plus (606s255x). The information indicated that there was no patient injury / negative patient impact. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was noted to be detached from the delivery system. Dried saline residues were observed along the entire length of the distal end of the delivery wire and introducer. No appearance of damage was observed. The stent component was inspected under a microscope. No abnormalities were observed on it (i.e., no broken struts, no kinks). Both ends of the stent were noted to be expanded. The delivery wire was inspected and the proximal end of the distal coil was found broken and detached from the core wire. Additionally, the proximal end of the proximal coil was also found detached from the core wire. No other damages were observed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682982. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the introducer could not be evaluated through functional testing since the stent must be still attached to the delivery wire and inside the introducer to perform the functional analysis. However, the observed crystallization may be an indication of an insufficient flow volume during continuous flush, which can result in an increase in friction when maneuvering the stent delivery system. It is possible that in an effort to overcome this increased resistance, excessive force was inadvertently applied that ultimately led to the damaged conditions found in the tip of the delivery wire. Based on this, the customer complaint was confirmed. The stent detachment was not originally reported, the exact time of this occurrence cannot be determined, thus, it is not considered to be a contributing factor in the reported event. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.